Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error was confirmed in the event log. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. No repairs performed. The unit is not needed for inventory, and it will be scrapped. This report serves as a correction to the previously submitted report.